Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim. It was reported, that the caller reports, that they are still having incontinence. And are still peeing all over themselves. The caller indicates, that the symptoms have been continuous, since implant. Especially, right after implant or right after any adjustment, it has the opposite effect. They have gained 20 lbs. And it is not getting any better, because they can't run or do a whole lot of walking or standing, because their knee swells up like the size of a grapefruit on the side of their knee. And they have terrible mobility. This was the reason for the call, because the patient needs an MRI of the knee. They went back to the doctor to see if they can get the device taken out, but the doctor is refusing to take it out. The doctor said, there is no reason for the device to be taken out. They are trying to put the patient on a pill for incontinence on top of that. The patient reports, that they have also have a spinal condition that is compressing the nerves in their bladder. And it makes it to where they spontaneously pee on themselves, because it is constantly squeezed all of the time. They want the device removed, but they want the patient to pay for the removal. They told the patient that there's no medical reason. But there is, because the spine is collapsing on the left side. The issue has been going on for a year now. And they are going on a year of intense pain, immobility, and inability to get care. They don't know how to get the knee fixed without exploratory surgery if they can't have the MRI they need. They didn't want the device in the first place, but the military said they have to get it. And they got it basically under coercion. And now the patient can't get it out. And it's impeding their life. They just want it to go away, because it's not helping. Additional information was received, from the patient. Patient called back, and repeated therapy issues and situation. Which, was previously reported and documented. See call summary. Patient said, tried to connect and received shock in their profanity and in pain. Patient said, has cycled through the programs with the manufacturer representative in december/january. However, therapy is not helping, no bladder control and in pain. Patient said, supposed to receive some medication to help with bladder control. However, still hasn't received. Patient said, received the listings. However, no one will remove device. Said has to go back to implanting physician. Patient said, has spinal stenosis. Which, compresses the sacral nerve and makes patient feels like has an uti and in pain. And said, changing programs doesn't help. Patient again, asked about MRI guidelines. Patient doesn't know if therapy is on. However, doesn't want to try to connect again. Patient mentioned frustration with healthcare provider and office. Email was sent to neighboring field team (due to open territory) regarding patient situation. And request to schedule appointment at healthcare provider's office to check therapy status and neurostimulator battery status.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.